Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving multiple air detected in cassette warnings during an unknown drain of treatment and the treatment was cancelled. The fluid leak looked like it might have come from the bag line, but the patient was not sure. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, patient confirmed the reported event. The patient stated that the fluid leak occurred during drain 5 of their peritoneal dialysis treatment. The patient stated that they received multiple air detected in cassette warning messages during drain 5 and upon checking the cassette door, fluid was leaking out. The patient stated that there was fluid all over their floor and underneath their cassette door. The patient was unable to confirm whether or not the fluid leak came from the cassette or the bag. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving multiple air detected in cassette warnings during an unknown drain of treatment and the treatment was cancelled. The fluid leak looked like it might have come from the bag line, but the patient was not sure. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, patient confirmed the reported event. The patient stated that the fluid leak occurred during drain 5 of their peritoneal dialysis treatment. The patient stated that they received multiple air detected in cassette warning messages during drain 5 and upon checking the cassette door, fluid was leaking out. The patient stated that there was fluid all over their floor and underneath their cassette door. The patient was unable to confirm whether or not the fluid leak came from the cassette or the bag. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There was visual indication of particulates around the catch post area and within cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks observed in test cassette during the test. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. A clogged hp1, hp2, and hp3 filters are a related failure to the reported symptom code the air detected in cassette warning. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving multiple air detected in cassette warnings during an unknown drain of treatment and the treatment was cancelled. The fluid leak looked like it might have come from the bag line, but the patient was not sure. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, patient confirmed the reported event. The patient stated that the fluid leak occurred during drain 5 of their peritoneal dialysis treatment. The patient stated that they received multiple air detected in cassette warning messages during drain 5 and upon checking the cassette door, fluid was leaking out. The patient stated that there was fluid all over their floor and underneath their cassette door. The patient was unable to confirm whether or not the fluid leak came from the cassette or the bag. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.